Manufacturer narrative:
The returned device was evaluated. Investigation found no defects or manufacturing deficiencies that would contribute to an improper insertion of the cannula, pain during insertion, or the reported high bg levels. The received device had the cannula assembly fully deployed. Although no abnormalities were observed, a root cause for the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / page 34 warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose chapter 4 / page 36 warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that the cannula hurt when it was inserted. He stated that during activation, the cannula did not insert correctly into his skin. When the patient checked his blood glucose after 90 minutes, his levels were in the 320's mg/dl. Treatment included changing the pod and his levels started to go back to normal. The device was returned for evaluation.